Event description:
Following a laminectomy on 7/29/93 resulting from spinal degenerative disease called degenerative spondylosis, rptr has fusion of the spine in the lumber area with screws placed in the right and left sacrum with vertical rods attached with a bone graft. The rehabilitative process has caused many disabling circumstances in relation to walking, sitting, bending and other restriction of motions. Rptr is still suffering from painful motions, and has very limited life activities which require frequent periods of rests. She is presently termed permanently disabled and continues to follow through with physical excercises and medications. Device not approved by FDA but is used on pts in hosps without proper reference or detailed description of repercussions to pt. This is rptr's second laminectomy.